Manufacturer narrative:
(B)(4) acute cholecystitis. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a 1.5cm tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical study. The patient's reported weight is (B)(6). The patient did not undergo a cholecystectomy. The patient's baseline karnofsky score was reported as 80. Baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following symptoms were identified dark urine and jaundice. Baseline laboratory testing was conducted on (B)(6) 2015. Chemotherapy and radiation are planned for this patient. The patient did not require a percutaneous transhepatic cholangiography (ptc) for stent placement. Tumor imaging modality used pancreatic protocol CT and eus. The tumor location is at the head of the pancreas. Clinical tumor stage is ia- t1 n0 m0. Tissue diagnosis was obtained with eus-fna; histologic type adenocarcinoma. Initial stent placement was performed on (B)(6) 2015 and was completed as an outpatient procedure. A prior biliary sphincterotomy was not performed nor was a prior pancreatic sphincterotomy. A biliary sphincterotomy was performed during this procedure but a pancreatic sphincterotomy was not. A prophylactic pancreatic stent was not placed and the patient did not receive prophylactic antibiotics. A wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. The patient underwent a pre-operative visit on (B)(6) 2015 and during this visit the patient's weight was recorded as 164 lbs. The karnofsky score of 90 was collected and an assessment of biliary obstructive symptoms (abos) was conducted on with no symptoms reported. On (B)(6) 2015 the patient presented with acute cholecystitis. The event severity was severe. The event was deemed related to related to the study stent. The patient underwent a cholecystectomy. The patient underwent a pre-operative visit on (B)(6) 2015 during this visit the patient's weight was recorded as (B)(6). The karnofsky score of 100 was collected and an assessment of biliary obstructive symptoms (abos) was conducted on with no symptoms reported. There were no patient complications reported as a result of this event. The event has been reported to be resolved.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a 1.5cm tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative (B)(6) clinical study. The patient¿s reported weight is (B)(6) lbs. The patient did not undergo a cholecystectomy. The patient¿s baseline karnofsky score was reported as 80. Baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following symptoms were identified dark urine and jaundice. Baseline laboratory testing was conducted on (B)(6) 2015. Chemotherapy and radiation are planned for this patient. The patient did not require a percutaneous transhepatic cholangiography (ptc) for stent placement. Tumor imaging modality used pancreatic protocol CT and eus. The tumor location is at the head of the pancreas. Clinical tumor stage is ia- t1 n0 m0. Tissue diagnosis was obtained with eus-fna; histologic type adenocarcinoma. Initial stent placement was performed on (B)(6) 2015 and was completed as an outpatient procedure. A prior biliary sphincterotomy was not performed nor was a prior pancreatic sphincterotomy. A biliary sphincterotomy was performed during this procedure but a pancreatic sphincterotomy was not. A prophylactic pancreatic stent was not placed and the patient did not receive prophylactic antibiotics. A wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. The patient underwent a pre-operative visit on (B)(6) 2015 and during this visit the patient¿s weight was recorded as (B)(6) lbs. The karnofsky score of 90 was collected and an assessment of biliary obstructive symptoms (abos) was conducted on with no symptoms reported. On (b)(5) 2015 the patient presented with acute cholecystitis. The event severity was severe. The event was deemed related to related to the study stent. The patient underwent a cholecystectomy. The patient underwent a pre-operative visit on (B)(6) 2015 during this visit the patient¿s weight was recorded as 158 lbs. The karnofsky score of 100 was collected and an assessment of biliary obstructive symptoms (abos) was conducted on with no symptoms reported. There were no patient complications reported as a result of this event. The event has been reported to be resolved. Additional information received on september 27, 2017. The patient was hospitalized for four (4) days, from (B)(6) 2015. The cholecystectomy date remains unknown. Additional information received on february 14, 2018. The patient was hospitalized from (B)(6) 2015 (not (B)(6) 2015, as previously reported.) The cholecystectomy was performed on (B)(6) 2015, and the patient¿s cholecystitis was considered resolved on this date. The patient underwent a pre-operative visit on (B)(6) 2015 and during this visit, the subject's weight was recorded as (B)(6) lbs. The karnofsky score of 90 was collected and an assessment of biliary obstructive symptoms (abos) was conducted with no symptoms reported. The patient underwent pre-operative visit on (B)(6) 2015. During this visit, the patient's weight was recorded as (B)(6) lbs. The karnofsky score of 100 was collected and an assessment of biliary obstructive symptoms (abos) was conducted with no symptoms reported. The patient transitioned to palliative care on (B)(6) 2015. Curative intent surgery was not planned as the patient opted not to undergo surgery and was taking natural products. The patient died on (B)(6) 2016. According to the physician, the cause of death was not reported and no further information is available.